Event description:
Customer reported that the insulin pump alarmed motor error during bolus and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, no delivery and motor tests. Cracks to the battery tube threads, reservoir tube lip, case window and a broken belt clip slot noted.